Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The caller was informed they could continue using the pump and advised to contact support if the issue reoccurred, which was acknowledged and understood by the caller.